Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was inserted into the scope however, the clip failed to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of clip failed to deploy. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing located at the distal end of the catheter. Microscopic examination was performed, and it was found that the clip assembly has the capsule bottom part was damaged and the bushing was deformed. Functional examination was performed and found that there is no connection between the clip assembly and the handle. Dimensional examination was performed, and it was found that one side of the hooks was out of specification. No other problems with the device were noted. The reported event of clip would not release from catheter was confirmed. It is possible that the evidence that match with a failure to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that a soft deployment was caused by accident by activating the device and trying to reopen the clip. Additionally, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the hit marks found on the hooks of the bushing is likely caused when the capsule and the bushing got stuck. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was inserted into the scope however, the clip failed to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.